Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for oversensing sensing integrity counter (sic) and noise. Low r-waves measurement was noted. A possible lead insulation breach or dislodgment was suspected. Initially, reprogramming was performed. The lead was, subsequently, explanted and replaced. No patient complications have been reported as aresult of this event.